Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose (bg) ranged from 430 mg/dl to "high" (specific value was not provided). Customer gave a manual injection to address bg level. Reportedly, a cartridge change was performed to address the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.